Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was removed from service because the patient received a heart transplant, and because of the av product advisory.